Event description:
Prior to cementing total knee, tourniquet reinflated, profuse bleeding of wound noted after reinflation. Tourniquet deflated - tourniquet cuff noted to have velcro strap breakage at the stitching.